Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer requesting support for error code 3131. Unit was in clinical use at the time the issue was discovered. No patient harm was reported.

Manufacturer narrative:
Per reporter: the customer has declined service or repair and decided to remove the unit from service.

Event description:
The customer is requesting support for error code 3131. The reporter confirmed the unit was not in use when the issue was discovered. The reporter said the unit worked as it should while on the patient but when they took it off the patient and ran the est is when it failed.